Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The consolidated ventilator interface board was replaced. Customer contact reports there is no patient information available. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a failure that affected mechanical ventilation. There was no reported patient injury.